Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge. The customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.